Event description:
It was reported that a volume discrepancy occurred at a refill on the report date. It was noted historically the pump had always been accurate with delivery. The health care provider (hcp) pulled back all 20ml at the refill. There were no alarms or patient complaints reported. The patient was doing great and was very positive. The hcp was concerned the volume aspirated was not drug and wanted to send 10ml to the compounding pharmacy he ordered from and wanted to have the other 10ml tested somewhere else. The hcp had reviewed the next troubleshooting steps including a catheter dye study and pump roller study. The pump logs had not been obtained yet although it was noted again no alarms had been reported by the patient or ¿on pump status¿. The hcp wanted to also confirm that the patient had not been accessing the pump reservoir. Therapy details including drug information were unknown at the time of the report. The date of the last refill was also unknown and it was again noted the pump delivery had always been accurate. The type of medication being delivered via the device system was not provided. It was later reported that the device system delivered hydromorphone. The hcp did a dye study the day following the initial report date and was unable to aspirate the catheter. The patient would be scheduled for a revision. The hcp also had reportedly mentioned the pump had been flipping and moving. The hcp wanted to ¿tack it down¿ during the revision. It was further reported the pump logs were checked with the hcp¿s physician programmer. There were no abnormal findings between the last refill and the current refill. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).